Manufacturer narrative:
Damage was limited to the on/off switch and minimal damage to the components in close proximity. Burning of the on/off switch can only be duplicated when the switch is exposed to fluid, most likely while cleaning the device. The instructions for use manual warns against using liquids directly on the device.

Event description:
Oxygen concentrator started smoking and went on fire. Fire extinguisher was used to extinguish fire. There were no injuries or property damage.